Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product for evaluation a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that during colorectal surgery, while monitoring a patient with the clearsight system; pump unit, pressure controller, heart reference sensor and ev1000ni system, there was a discrepancy in the systolic blood pressure reading. The reading measured 20-30 points different from the blood pressure cuff. There was also a discrepancy in the map values. The clearsight system components were removed from the patient when the discrepancy in values was observed. No troubleshooting was done to isolate a suspect component. The patient demographics are unknown. There was no treatment administered to the patient in conjunction with the inaccurate values. There was no harm or injury to the patient.

Manufacturer narrative:
One ev1000a platform system was received for product evaluation. The system was tested and it was observed that the screen display froze after the system had been in use for over one hour. There was an error message received of ¿monitoring will be suspended, monitoring pause confirmation.¿ a visual inspection of the system found that there was physical damage to the unit. The pc panel had internal glass damage and there was a crack that was found on the screen. The issues would cause the pc panel and pc board to display a fault and would cause a malfunction. The root cause of the failure is attributed to mishandling during use. The device service history record review has been completed and all manufacturing inspections passed with no non-conformances. The evaluation for the other three components involved in this event is in progress and the results are not available at this time. The reported event was confirmed by evaluation. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, failing to zero the device may lead to inaccurate hemodynamic measurements. The operators manual instructs the user on these above stated factors that can lead to inaccurate values. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.